Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. No patient injury was reported.

Event description:
Customer reported the system is flickering, making blank images, or no images. No patient injury was reported.